Event description:
It was reported that pump displayed malfunction code 12, which customer was initially able to reset but which recurred after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and when malfunction recurred, was informed that pump within warranty would be replaced; customer planned to use multiple daily injections as backup therapy, received storage and return instructions, and was advised to send malfunctioning pump back within 10 days using provided materials.